Manufacturer narrative:
Eval codes: results - (other): visual inspection of the returned product showed that both lens haptics and part of the lens optic was torn off and missing. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon partially inserted aa4203tl toric silicone lens into the eye when the lens became stuck in the cartridge. The lens was removed without enlarging the incision. No pt injury. The lens tore into pieces when the lens was removed from the cartridge.